Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer did not replace cartridge, resumed insulin with original cartridge, and technical support provided tips for preventing future altitude alarms, which caller understood and acknowledged.